Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they incorrectly received three magnetic resonance imaging (MRI) based on their ID cards. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.